Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and a linear opening. A leak test was performed which found one opening. A microscopic analysis identified a sharp linear opening on the posterior side assessed as unidentified tear opening. A dimension measurement of the shell was performed which identified the thickness of the shell within specification. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified tear opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.